Event description:
It was reported that after 3 minutes and 46 seconds of successful use in the sfa, the tip of the recanalization catheter appeared to bend onto the catheter. The catheter was retracted without incident and the procedure was completed successfully. There was no report of pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the first complaint reported for this lot number and issue to date. The device was returned for eval. The investigation is confirmed for material separation based on the returned condition of the sample. The material separation was likely perceived by the customer as a deformation in the tip. Therefore, the investigation is inconclusive for material deformation. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.